Manufacturer narrative:
Analysis of the (B)(4) found that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to 2 overdischarges. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019, mpxr 645976 (hcp, rep): information was received from a healthcare professional via manufacture representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient said stim has not worked in two years. The cause was unknown. Surgical intervention was planned and scheduled for (B)(6) 2019. No further complications were reported/anticipated.